Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had been dropped and subsequently the bail covers were broken. Additionally, the biomedical engineer (be) then opened the epg and looked at the battery contacts, which the be indicated did not look "shiny." The be also noticed that the battery flex tape "was not looking right." The epg will be returned for repair. The status of the epg is unknown. No patient complications have been reported as a result of this event.